Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The evaluation found that the allegation of no image was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image blacked out after the scope is received by the video system center was due to the white balance coefficient stored in the scope was an abnormal value, and the octagon mask was blacked out when the scope information was acquired. White balance was adjusted while no video signal was being input to video system center. Olympus will continue to monitor field performance for this device.

Event description:
The problems always occur only with certain combinations of equipment. An image appears immediately after connection, but the image blacks out after receiving scope information from the video system center. It works without problems when connected to a scope other than the applicable scope. Also, there is no problem connecting the substitute video system center to the relevant scope. It was not used in the actual procedure because the problem occurred during preparation for the procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation had no image was found. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had an image appear immediately after connection, but the image blacked out. The issue was found during inspection. The procedure was completed with a similar device. There were no reports of delay, patient harm, injury, or death.